Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have grip input disk axis #6 broken into pieces inside the housing. Input disk #6 was completely detached from the base of the housing and was not returned with the instrument; its retaining ring and bearing were also missing. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. The probable root cause is attributed to use and incorrect reprocessing conditions. Additional observation(s) related to customer reported complaint: the instrument was found to have hairline cracks on grip input disk #7. The instrument was found to have a loose grip cable at the idler pulley. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. A clip test was not performed and could not be completed because of the broken input disk. The probable root cause is attributed to a loss of cable tension due to a cracked and broken input disks. Cracked pulleys, shafts, and disks inside the housing can be caused from incorrect cleaning or sterilization techniques used during reprocessing. A cracked input disk at the proximal end can cause the cable to become dislodged, so cable tension is lost, and results in the cable becoming derailed or loose at the opposite distal end. The instrument was found to have an excessive amount of dried, white residue on the clamping pulleys, located inside the backend of the instrument. The probable root cause is attributed to improper cleaning or sterilization techniques used during reprocessing, which may involve prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clips would not engage on a large hem-o-lok clip applier instrument. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.